Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing pump supplies every 4-5 days. Tandem technical support instructed customer to changed pump supplies every 2-3 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 100-300 mg/dl.